Event description:
It was reported that this patient's communicator displayed a blinking red call doctor icon involving this subcutaneous implantable cardioverter defibrillator (s-ICD) when first plugged in. Technical services (ts) went through troubleshooting with the patient including forcing a call. It was noted that this was unresolved and the patient was referred to the clinic. No adverse patient effects were reported. Currently, this communicator remains in service.